Event description:
The event is reported as: while using the capio device the bullet broke off the end of the suture and fell into the pt. They were unable to locate the bullet which was therefore left in the pt. No pt injury reported.

Manufacturer narrative:
Eval: conclusions - no conclusion can be drawn. No root cause can be determined. Device not returned - no eval will be performed.